Event description:
The reporter stated that the surgeon was removing the cataract with the 4 crystal handpiece and during the irrigation and aspiration procedure, the patient's capsule tore. A vitrectomy was performed and a lens was put in the sulcus. The reporter stated that there was no malfunction of the handpiece & that the patient had a pre-existing weak capsule.

Manufacturer narrative:
Evaluation conclusions: the customer reported patient had pre-existing weak capsule.